Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failure alarm. The customer's blood glucose level was 126 mg/dl. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the insulin pump failed self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. Hardware low level failures error confirmed in device history with variable due to broken trace at pin keypad assembly.